Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. Reportedly, there was visible moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: during a visual inspection of the pump, there was evidence of moisture contamination observed behind the display lens. During evaluation, the pump was found to be unresponsive; the pump did not power on, the display screen was blank, there was no vibration or audible tones function. The battery compartment was observed to have multiple cracks. The returned battery cap was able to secure properly to the pump. The audio bolus button cover was found to be detached and missing from the pump. A leak test was performed and leaks were found at the missing bolus button cover and battery compartment crack. Further testing was not able to be completed due to the moisture damage and unresponsive pump. The pump was opened and there was evidence of moisture contamination observed throughout the inside of the pump.